Event description:
It was reported that an episode of post sensed t-wave oversensing was observed. As a result the patient received a shock. Upon reviewing the egm, noise on the rv lead was discussed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.